Event description:
It was reported that during a pta treatment procedure, the sasuga balloon dilatation catheter became stuck on the guidewire during advancement to the lesion. The guidewire and catheter were removed. The procedure was discontinued and was successfully completed two days later using a new device. No pt injuries or complications were reported. The pt's status was reported as 'fine'.